Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-08192 for the associated device information. It was reported to boston scientific corporation that a sensation large oval med stiff snare was used in the colon during a colonoscopic polypectomy procedure performed on (B)(6) 2021. During the procedure, the snare did not energize and the device could not remove the target polyp. The snare was cut and removed using biopsy forceps. A second sensation snare was used and was also unable to be energized even with the physician changing the power setting. The procedure was completed through multiple small resections using another sensation snare. There were no patient complications reported as a result of this event.